Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.